Event description:
Additional information received indicates that the bluetooth connectivity is working as expected. No changes or interventions were reported.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. The patient condition was not known.